Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between january 2, 2025 ¿ january 3, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a droplet of fluid was observed at one side of the bladder which suggested a leak may likely come from the bladder crimp. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked inside the housing. This was observed during filling. The device contained chemotherapy. There was no patient involvement. No additional information is available.